Event description:
Patient was asleep in the or during a surgical procedure. Hospital experienced power surge due to a transformer blowing outside of or. Patient began moving around. Discovered anesthesia gas administration disrupted. Patient's safety protected. Anesthesiologist put patient back to sleep. Patient has no recollection of event.